Manufacturer narrative:
Device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #:(B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has a short in their system on contacts 0 and 1 (showed low). Impedances were ran at 1.5 and 3.0 v with no changes in impedance. There are no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included running impedance before and after battery replacement surgery with no changes. There are no actions taken to resolve the issue. The patient programming does not contain either of the contacts with the short. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), whichwas confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal battery depletion. No further complications were anticipated.

Manufacturer narrative:
Section d10 references: product ID b35300 lot# serial#(B)(6) , product type implantable neurostimulator product ID 37603 lot# serial# (B)(6) ,implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6) , product type extension product ID 3387s-40 lot# va15r9f , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had the right neurostimulator replaced due to normal depletion. Low impedances remained on contacts 0 and 1 with the new implant. The low impedances were not impacting the patient¿s therapy.